Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6).livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor, the distribution board and the processor board were replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to stirrer motor during setup. There was no patient involvement.

Manufacturer narrative:
H.10: considering service activity finding and available information, it cannot be ruled out that a failure of the stirrer motor, no longer able to turn freely, have resulted in a problem with the circuit boards; it is likely that the motor was not able to run freely due to wear of the bearing or corrosion/degradation due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, led the machine to request for an electrical power overload, which could have resulted in an over-current that ultimately damaged the boards.

Event description:
See initial report.

Event description:
See initial report

Manufacturer narrative:
H.10: additional details of service activity were provided. In detail, it was found that replacement of distribution board did not solve the reported error code and the stirrer motor did not spin and released smoke. Parts were ordered and stirrer motor and ac mains board were replaced on a second visit. The issue still persisted thus, the original ac mains board was re-assembled on the device and the processor board was replaced. Once the processor board was replaced the reported error went away. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Defective components returned to livanova arvada facility and visually inspected. The stirrer motor and distribution board showed no defects. There were three spots on the processor board like it was melted.